Event description:
Upon receipt of the device, the user discovered that roller pump (B) (4) was sent in a box labeled for a roller pump (B) (4). No issue was reported with the actual function of the roller pump. This report is being submitted due to the mislabeling of the device. There was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.